Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was explanted after 46 months due to eri (elective replacement indicator). Premature battery depletion was suspected. In addition, the device displayed a fault code indicating that a pacing pulse was attempted too soon after a previously delivered pacing pulse. This fault code often occurs in the presence of atrial arrhythmias. With regard to the fault code the ICD is operating per design and this does not represent a device malfunction.